Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was in a lot of pain. The patient reported that a few days ago, she was laying on her right side and it was hurting and at the implant site and when she touched it and said there was a big bump. The patient reported that she couldn¿t regulate the unit and she had to turn it off. The patient reported that the machine wasn¿t helping and she wasn¿t sure what to do. The patient reported that she thought the device was bent. The patient reported that when she felt the implant site, it was all flat except for the top right side. The patient reported that the pain she was having was so bad and she couldn¿t adjust it. The patient reported that the device was implanted to help with bulging discs leaning on the nerves for the left side. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead .

Event description:
Additional information received from the consumer reported that they met with a manufacturer representative and showed them the bent wire. The patient stated they couldn¿t put the machine up to the level that would help because the stimulation would go to their foot and pass their knee causing a lot of pain. The patient noted she had total replacement of the knee in (B)(6) 2016. The feeling of the stimulator not lying flat and being bent and not been resolved. The patient mentioned being told to look into injections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.